Event description:
Customer reported an inform system blood glucose result of 69 mg/dl, lab result of 33 mg/dl within 10 mins. Also reported an inform system blood glucose result of 22 mg/dl, lab result of 9 mg/dl within 10 mins. Customer reported no pt symptoms or treatment based upon result. No adverse event reported. A request was made for the return of the system, replacement was sent.